Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator was hit by lighting. A boston scientific company representative was informed that the patient¿s phone system and the communicator were affected. Additional information indicated that the communicator was blown up due to lightning. The communicator was replaced and a return label was sent to the patient. The communicator was deactivated. No adverse patient effects were reported.